Event description:
A doctor alleged that two (2) patients experienced the debonding of veneers after placement with nx3 light cure cement and optibond xtr. This is the first of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. To date, the patient is doing fine; the veneers for tooth numbers eight (8) and nine (9) were re-cemented using a different product, without further incident. The lots involved in the alleged incidents include numbers 4510535, 4504004, 4430534, and 4490161; however, the doctor could not recall which lot was used with regard to each patient. The returned products were evaluated for adhesive strength, yielding results within specifications. A DHR review of all of the lots revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots. These investigation results suggest that this is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.